Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 674 mg/dl. Customer was treated with manual injections. Customer reported that the blood glucose was brought down to 198 mg/dl. He stated that the drive support cap appeared normal. He found air bubbles in the reservoir but no leaks. He was advised to run a manual prime and stated that insulin did exit. He stated that the basal rates and bolus wizard settings were correct. The insulin pump passed the high pressure test. Customer reported that the cannula was not occluded and that the site was not sore or irritated. Nothing further was reported.